Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a worn-out video connector latch which was causing a poor connection to the pigtails and the umbilical cord was not connecting due to a faulty board set. The software and the switch would need to be updated. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during preparation for use, connectors were broken and cannot be connected on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the worn-out video connector and faulty patient board set could not be identified. However, it is likely the cause of the faulty patient board set is related to a defect associated with the operational amplifier circuit design change of the printed circuit board (dr board). The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that a blackout might occur inside the mask of the 180 scope). The dr board design change was confirmed to have been made on april 16, 2018, and the countermeasure products were shipped after june 13, 2018/june 14, 2018. This also confirms that the reported device was manufactured prior to the design change and shipment of countermeasure products. Olympus will continue to monitor field performance for this device.